Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone that the customer received a no delivery alarm during prime. The customer stated she changed her site, she used her syringe to fill the tubing and then it alarmed no delivery. The customer attempted 3 times, and it alarmed every time. Customer then, put the insulin back in her bottle and used a new syringe and it worked. This has occurred before, and wondering if the syringes are defective. Customer filled a new reservoir with insulin and was able to get it to work. The customer's blood glucose was 145mg/dl. Customer reported the alarm was resolved by a reservoir change. The alarm occurred during manual prime and was unable to troubleshoot at time of call. Unable to determine cause of the issue. Returning product based on customer's request.